Event description:
Patient was undergoing injection of dexamethasone into bilateral vocal folds in the superficial lamina propria, for bilateral posterior fibrovascular lesions of vocal folds. During the procedure the needle was advanced through the cannula for injection under direct visualization. The needle was advanced into the left and then into the right vocal fold and 1 cc was injected into the left slp and 1 cc into the right slp. Following the procedure the canula was removed and it was noticed that the needle tip with plastic was fractured. The scope was replaced and the needle identified in vallecula. They attempted laryngoscopy guided removal with forceps but were unable to remove and it migrated to hypopharynx. They attempted removal with biopsy forceps via working channel which was unsuccessful. After the patient coughed and needle was identified in oropharynx and removed with forceps. The patient was awake during the procedure. The manufacturer was notified. The provider is an experience md having perform this procedure frequently. He had never encountered breakage of a needle during the procedure in the past. FDA safety report ID # (B)(4).